Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that a device separation occurred. The 75% stenosed target lesion was located in the severely tortuous and mildly calcified proximal to mid right coronary artery. A guidezilla ii catheter-guide extension was selected for use. During the procedure, it was noted that the device was kinked and collar separation occurred outside the patient. A boston scientific balloon holds the guidezilla for safety and were removed together. The procedure was completed with this device. There were no complications reported.

Manufacturer narrative:
E1. Initial reporter address (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The device was visually and microscopically examined. There was full collar and shaft detachment. The ends of the detached shaft and collar are slightly twisted indicating that the device was likely twisted and torqued in one direction. There was blood present in the shaft of the device. Product analysis could not confirm the reported kink as there was no kink visible to the returned device.

Event description:
It was reported that a device separation occurred. The 75% stenosed target lesion was located in the severely tortuous and mildly calcified proximal to mid right coronary artery. A guidezilla ii catheter-guide extension was selected for use. During the procedure, it was noted that the device was kinked and collar separation occurred outside the patient. A boston scientific balloon holds the guidezilla for safety and were removed together. The procedure was completed with this device. There were no complications reported.